Event description:
A malfunction alarm was reported with the code malf 12, indicating an issue that occurred without any notable prior events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump malfunction code was resettable, and technical support provided assistance in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Technical support instructed the customer to contact them again if any issues reoccurred, and the customer acknowledged this advice.